Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 451 mg/dl at the time of the event. The pod was worn between 36 and 48 hours on their hip/buttocks. An investigation of the device confirmed that there was a tear in the cannula. Treatment information was not provided.

Manufacturer narrative:
The left side the external soft cannula was observed to be torn, resulting in a fluid leak. The timing and cause of the observed cannula damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+.